Manufacturer narrative:
Additional information was received that the reported failure affected the monitoring and not the delivery. The unit alarmed, notifying user of reported condition. The unit continues to ventilate and alarms remain functional. The initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that pressure alarm, paw < -10 cm h2o, appeared on the screen. There was no reported patient involvement.